Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: a result in the "300's mg/dl" and 136 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
Unable to test the returned product because the customer only returned previously dosed test strips in the strip vials.